Event description:
It was reported that a spectrum pump had an unspecified alarm upon power up at the medicine ii. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem 'unspecified error' was reproduced during evaluation as a system error 345. A review of the event history log revealed 'system error 345' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition were determined to be an out of calibration upstream and downstream thermistor sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.